Event description:
It was reported that this implantable pacemaker recorded an alert for right ventricular (rv) intrinsic amplitude out of range. Rhythm care discussed the lead trend data shows small rv amplitudes and the electrograms (egms) show undersensed beats with ventricular pacing delivered. The programmed ventricular sensitivity currently is atrial gain control 0.6 milli volts, and the other lead measurements remain stable. The device remains in service. No adverse patient effects were reported.